Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene polypropylene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: hernia (2013) 17:545¿549; doi 10.1007/s10029-012-0939-9 . (B)(4).

Event description:
It was reported in a journal article title: tissue expanders: early experience of a novel treatment option for perineal herniation. This study aimed to present a novel method for repairing perineal herniation using saline-filled tissue expanders. The procedure was performed in three cases for which one case was a 76-year-old female patient who underwent abdominoperineal resection of rectum for recurrent rectal adenocarcinoma for which was the patient developed perineal hernia that became increasingly symptomatic and this was repaired using prolene mesh via perineal route. However, hernia recurred within the year and was then treated with insertion of a tissue expander via perineal route. Within 2 months, the tissue expander itself began to herniate and was managed in the short term with increased saline injection into the tissue expander. Further surgical intervention was required and a prolene (ethicon) sling was anchored between the ischial tuberosities to support the implant within the pelvis. The patient is currently symptom free at 29 months follow-up.